Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment, the device passed all automated and bench output tests with no anomalies observed. It was noted however that the device was full of contamination. The upper and lower case halves, output connector, liquid crystal display (lcd) and lcd frame, encoder flex and knobs, main seal and multiple device screws. Additionally the upper case was broken, the main printed circuit board was corroded and the output connector nuts were discolored. The generator needed the updated battery drawer shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had no output. The generator was returned for service. There was no patient involvement.